Event description:
In 2001 the patient underwent an l4-l5 discectomy during which 2g of adcon-l was applied. About 5 minutes after application of adcon-l the event occurred which was hypotension and tachycardia. Symptoms experienced were "st" depression associated with tachycardia. Bp 120 systolic dropped to 80 then 70 mm hg. The patient was given fluids, steroids and adrenaline to stabilize the blood pressure, specifically "1l of gelofusine, 500 ml flohes (starch), 2l crystalloid, adrenaline." The length of time between the event and resolution was reported to be "2-3 hours. Required adrenaline infusion and bolus. Intractable hypotension for 30 minutes to 1 hour." The patient did develop myocardial ischemia which necessitated a stay in the intensive care unit. The patient has now left the hospital but will be followed by a cardiologist. Sensitivity testing is likely to be performed and blood samples for mast cell histology have been collected and will take about 6 weeks to complete.